Manufacturer narrative:
The product evaluation has been complete; however, the unit could not be tested due to the condition of the returned product. One 23ga vit cutter was returned wrapped in a bl5523wv pack label from lot v8037. The expiration date on the label is 2018-03-04. Therefore, the product was expired at the time of use during the complaint event. Only the cutter was returned from the customer. The tubing, tip protector and the rest of the pack components were not returned. The needle was bent and the port window was in the opened position. The back cap was aligned correctly with the vent hole in the side of the cutter body. The cutter cannot function properly in this condition. It should be noted, that a bent needle could contribute to poor cutting performance. However, due to the returned condition, the cause of the bent needle cannot be determined. The plant evaluation has been finalized. Manufacturing and sterilization records were reviewed and found to be acceptable. A review of the complaint database revealed no other complaints for reason code "cutting problem" have been submitted against lot v8037. The trend review performed indicates that the product is within control limits. CAPA (B)(4) was closed on 06 july 2018 but was still open when lot v8037 was manufactured (04-oct-2016). The root cause investigation concluded that the most likely root cause for the increase in cutter problems is attributable to 1) internal cutter friction 2) tube set design 3) cutter test method. Per CAPA (B)(4) and (B)(4) the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories. The first lot of bl5523wv/se5523wv (sku designation changed in aug. 2018) that was built with the vitrectomy tubeset enhancement was lot number w1815 in june 2018. Any bl5523wv product with lot number w1815 or higher and all se5523wv product will include the vitrectomy tubeset enhancement. The investigation is complete.

Event description:
User facility in (B)(6) reports that during core vitreous removal, the surgeon noticed that cutter failed to cut, though still aspirating. The cutter was removed from the eye and tested in a gallipot at 1000cpm and again at 5000cpm. However, the surgeon feedback was that the cutter was still not cutting. A new pack was opened and the cutter was replaced. The new cutter worked normally and the case proceeded on as per normal.